Event description:
It was reported that low pacing lead impedance, noise, and oversensing were observed. The noise was not reproducible. No further changes in pacing lead impedance or noise were seen at last follow up. The patient will be monitored for any changes.